Event description:
The customer contacted baxter's service center regarding assistance ending therapy which occurred on the homechoice (hc) during dwell 1 of 6. The home patient (hp) stated that he may have touched his transfer set, and that he needed help removing the supplies from the hc. The technical service representative (tsr) asked the hp if he had touched the transfer set or the patient line. The hp stated that it was the transfer set, and that he already took care of it. The tsr asked the hp if the hc was on. The hp stated that is was, and that it read his name. The tsr had the hp cycle the power and asked the hp if he was connected. The hp stated that he was not. The hp stated that the hc read "onfirm card". The tsr explained how to confirm the procard. The hp stated that the hc read "program accepted", and that it then went to "weight". The tsr had the hp press "stop". The hc alarmed power restored and dwell 1 of 6. The tsr assisted with ending therapy, getting the set out, and confirming the procard. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that she had spoken with the patient regarding this incident. The patient's therapy has been going well since, and there were no adverse effects reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.